Event description:
It was reported that the device failed latch and lock check and alarmed for a "wireless intermittent connectivity" error during implementation. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a "intermittent wireless connectivity" error during testing. The most likely/suspected cause of the customer reported problem was a defective device and wireless communication module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the wireless communication module.